Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced high and low blood glucose readings from the insulin pump. The customer's blood glucose reading was 483 mg/dl. The customer treated with the pump and manual injection. The customer also mentioned low reading of 59 mg/dl. The customer treated with pears and water. The customer reported the drive support cap to appear normal. The customer did not mention any leaks. The insulin pump will not be returned for analysis.